Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip tip at the midpoint of the grip. A piece approximately 0.199" x 0.091" was found to be broken off and was not returned. Common causes of the failure is associated to mishandling and misuse, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have dried residue on the clamping pulleys associated to mishandling/misuse commonly by improper cleaning/reprocessing techniques, such as insufficient flushing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The mega suturecut needle driver instrument was returned to isi for evaluation. The failure analysis has not yet been completed.

Event description:
It was reported that the tip of the mega suturecut needle driver instrument was missing. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer verified that the issue was identified during central processing, upon inspection. There was no patient involvement.